Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "signal loss" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction d4 catalog no - correction d4 serial no - correction d4 lot no - correction d4 expiration date- additional information d4 UDI - correction h2 type of follow up- additional information/correction. H4 device mfg date- additional information.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.